Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that there were several incidences of puncture closures of unspecified vessels attempted using starclose se devices after unspecified procedures. Reportedly, unknown device failures had occurred. The method used to achieve hemostasis was not reported. The number of patients, procedures and number of starclose se devices used could not be provided. There were no reported adverse patient sequelae. No clinically significant delays in the procedures were reported. As the name of the physician(s) was not provided by the hospital, it is unknown if the physician(s) has been trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.